Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were (B)(6) 2019 with blood glucose of 393 mg/dl. The customer¿s blood glucose level was 390 mg/dl at the time of incident. The customer was in emergency room because of high blood glucose level. Customer was treated with intravenous injection. Troubleshooting was performed for high blood glucose level and insulin pump was not using within 48 hours. Customer declined to perform a carelink upload. Customer after returning from her trip (B)(6) 2019 and then she was admitted to the hospital until the (B)(6) 2019, customer was not using insulin pump since then her doctor instructed her to get an insulin pump was still in warranty and then stopped using the insulin pump. The insulin pump will be returned for analysis.